Manufacturer narrative:
Visual inspection was performed and a small material damage was observed. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Conclusion: plausible root cause is undetermined.

Event description:
It was reported that; allegedly the inserter for a lumbar fusion surgery would not position properly and surgeon was unable to implant successfully. Back up implant was available. Additional information noted the following; the cage couldn¿t get to position properly because the locking mechanism on inserter broke and it was left in unlock causing surgeon to not be able to get force for cage to cross midline. Thus, we had to remove implant and use peek cages.

Event description:
It was reported that; allegedly the inserter for a lumbar fusion surgery would not position properly and surgeon was unable to implant successfully. Back up implant was available. Additional information noted the following; the cage couldn't get to position properly because the locking mechanism on inserter broke and it was left in unlock causing surgeon to not be able to get force for cage to cross midline. Thus, we had to remove implant and use peek cages.